Manufacturer narrative:
The returned device was evaluated and the device was found to function as intended with no evidence of any damage or manufacturing deficiencies. No timeouts or drive stall were observed in the data. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been treated for hypoglycemia. The patient's blood glucose levels had dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having made a mistake when setting up their controller which resulted in the patient receiving too much insulin. The patient reports they had set their controller up to receive 3 unit of insulin per hour. The patient had become unresponsive and the paramedics were called. Upon arrival of the paramedics the patient was treated with shots of glucose. The patient did not go to the hospital.